Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient that patient presented with non-sustained lead noise episodes due to oversensing. The pauses were seen in clinic and were reproducible with deep inspiration. Programming changes were recommended. The lead was replaced, but the noise continued upon inspiration. Myopotential oversensing was suspected as the cause for the noise. The recommended programming changes were made and monitoring will continue.